Manufacturer narrative:
A manufacturing review was performed. The lot met all release criteria.visual/microscopic inspection: the packaging tray was returned clean, and the tyvek seal was found to be intact. The plastic tray was inspected and a crack was found on the bottom of the tray. When viewing the tray from the bottom, the crack in the plastic was found at the sample chamber end of the tray. The crack was found to be approximately 1.15 inches in length. The outer 5-pack packaging was not returned. No other visual anomalies were noted. Functional/performance evaluation: not applicable.medical records review: as medical records were not provided, a review could not be performed.image/photo review: one electronic photo was returned and reviewed. The photo shows one encor probe in the sample chamber end of a probe packaging tray, with the clear plastic side visible. A crack can be seen on the bottom of the plastic tray, running along the edge. Based on the photo review, the reported issue can be confirmed.conclusion: based on the returned sample and the photo review, the investigation is confirmed for the reported breach of sterile barrier, as a crack was noted in the plastic of the probe packaging tray. The definitive root cause could not be determined based upon available information.labeling review: the current instructions for use (IFU) states: how supplied: - the encor® biopsy probe is supplied sterile and is intended for single use only. Complications: - complications that may be associated with the use of the encor® biopsy device and driver are the same as those associated with the use of other biopsy devices. These may include injury to the skin, blood vessels, muscles, organs, bleeding, hematoma and infection. Directions for use: - inspect the package to insure that the package integrity has not been compromised. The product is sterile unless the seal is broken. - using standard aseptic technique, remove the biopsy probe from the package and check for damage.

Manufacturer narrative:
No medical records or no medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway.

Event description:
It was reported that a crack was observed on the edge of the clear plastic packaging tray near the sample collection basket. This crack was observed as the devices were being placed in the facility's inventory. There was no report of patient involvement.